Manufacturer narrative:
In response to FDA report number mw5086226. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as capsular contracture baker grade unknown. Further information cannot be provided as no contact information was available. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported capsular contracture baker grade unknown on an unknown side. Device has been explanted. This record is for the left side.